Event description:
On (B)(6) 2011, the patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. The patient tolerated the procedure with no known complications. On (B)(6) 2012, computed tomography showed a suspected type iii endoleak thought to be caused by a hole in the main body of the graft. On (B)(6) 2012, the patient underwent re-intervention and a gore aortic extender component was placed in the main body of the device where a hole had been suspected. Contrast angiography at this time did not confirm a hole in the device. The patient tolerated the procedure and the endoleak appeared resolved.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for USA (IFU) specifies "patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion." Additionally, the IFU states: according to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include: endoleak.